Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The physician reported that the pump stopped and could not be restarted. Motor current increased again, and the impella subsequently ceased functioning. Plans were made to change the automated impella controller (aic), and the physician consulted with a senior physician regarding possible device replacement. The physician was instructed to retain the explanted pump. Following the aic exchange, the senior physician noted that the device status remained unchanged and the impella could still not be restarted. The senior physician elected to proceed with impella replacement. The patient outcome is still to be determined as the patient remains on support.

Manufacturer narrative:
Additional information has been provided in d6b (updated explant date to new value: (B)(6) 2025). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Section d catalog number was corrected. Pump stop: the cause of the pump stop issue was related to bearing wear due to pump use beyond its designed life.